Manufacturer narrative:
A patient experiencing erosion at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported the ipg was eroding through the skin. In turn, the ipg was repositioned on (B)(6) 2021 to address the issue.